Event description:
It was reported that the patient experienced fluid loss with the inflatable penile prosthesis (ipp) cylinder. The entire ipp was removed and replaced with a new one. No patient complications were reported.

Manufacturer narrative:
Fluid loss was reported. The cylinders and pump were visually inspected. There was a leak in one cylinder body near the rear tip due to fatigue at the corner of a fold of the inner tube and input tube wear and fatigue at the corner of a fold of the outer tube. There was partial input tube sleeve removal. The other cylinder performed within specifications. The pump was not functionally tested due to the cylinder leak; no leak was noted in the pump. This relates to the reported event. Review of manufacturing documentation was not performed as the probable cause of the event was due to the user. No risk review required per cis product investigation wi, 92186855 revision e. The operating room manual 92127382-01 rev. B states caution: do not remove so much white sleeve material that bare input tubing touches the expandable shaft of the cylinder. A review of the ship history was not performed since the batch number was provided. An overall investigation conclusion code of unintended use error caused or contributed to event was chosen as the interaction between the user and device, or sample, caused or contributed to the error which includes unintended inappropriate use of the device and incorrect sample preparation. Per the cis product investigation work instruction, 92186855 rev. E, no escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process. If further information about this complaint is received at a later date, the product investigation will be re-opened to address the additional information.

Event description:
It was reported that the patient experienced fluid loss with the inflatable penile prosthesis (ipp) cylinder. The entire ipp was removed and replaced with a new one. No patient complications were reported.